Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, multiple non-sustained rv oversensing episodes appearing after pre- ventricular contraction (pvc) were observed. Device appropriately diagnosed it and didn't deliver inappropriate therapy. Noise was not seen by isometrics. No intervention was performed and the device remains implanted. The patient was stable and will continue to be monitored.